Event description:
A malfunction was reported with a malfunction code displayed as "malf 0," which was resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any issues recur, which the customer acknowledged and understood.